Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to the corroded keypad traces. There was no moisture damage on the electronic assembly during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring (reservoir tube), and a stained end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was at the st. Louis zoo when she received the button error. Customer was sweating and the pump was against her body. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.